Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was exhibiting heat, noise and vibration. It was further determined that the driveshaft was broken, which resulted in the heat, noise and vibration. It was determined that the broken drive shaft was consistent with excessive force while the motor was in use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to abuse/ misuse. It was further determined that the flex circuit and motor were worn from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was loud. During in-house engineering evaluation, it was observed that the motor was exhibiting heat, noise and vibration. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.